Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made on (B)(6) 2024. Patient condition was stable.